Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) early. It was noted that the battery impedance had increased rapidly in four months since the last follow-up. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).